Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per salesforce. Action taken as verified spin successful. Performed system checkout, imaging system is operational. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative went to the site to test the imaging system and performed a successful verification spin. The system checkout was successful, and the system is functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: 4.3.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the oblique lumbar interbody fusion, after the spin, the team determined that the navigation was off by several centimeters in the superior¿inferior direction. A new spin was performed, and the issue was resolved. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.